Manufacturer narrative:
Based on the claim against the product by the customer noting the large suturecut needle driver jaws are closed on the needle, the jaws rotate and do not allow a safe suture, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received the large suturecut needle driver instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation could not replicate nor confirm the customer reported complaint. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument passed the suture test. The instrument was fully functional. No product issue was identified. Issues related to instrument errors or complications using the instrument reported by the user with no underlying product issue may be related to customer-induced problems, including misuse of the product and recognition issues. The probable root cause of the alleged ¿the large suturecut needle driver jaws are closed on the needle¿ cannot be established nor determined, as the instrument performed as intended and no issues were observed during in-house testing.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy with lymphadenectomy surgical procedure, when the large suturecut needle driver jaws are closed on the needle, the jaws rotate and do not allow a safe suture. The procedure was other completed with no reported injury. Intuitive surgical, inc. (Isi) has made multiple follow-up attempts to obtain additional patient/event information. However, despite the good faith efforts no further details have been received from the user facility as of the date of this report.